Event description:
As reported, leakage was detected when inflating the balloon of a 5mm x 20cm saber percutaneous transluminal angioplasty (pta) balloon catheter. An unknown device was used as a replacement. There were no reported injuries to the patient or signs of infectious disease. This was during a balloon dilatation of the left superficial femoral artery (sfa). Additional information was requested but was not provided. The device will be returned for evaluation. Addendum: product evaluation revealed a leakage on the body/shaft of the saber pta balloon catheter.

Manufacturer narrative:
Complaint conclusion: as reported, leakage was detected when inflating the balloon of a 5mm x 20cm saber percutaneous transluminal angioplasty (pta) balloon catheter. An unknown device was used as a replacement. There were no reported injuries to the patient or signs of infectious disease. This was during a balloon dilatation of the left superficial femoral artery (sfa). Additional information was requested but was not provided. The device was returned for analysis. A non-sterile ¿saber 5mm20cm 150¿ was received coiled inside of a clear plastic bag. The device was unpacked for product evaluation. A thorough inspection revealed no damages or anomalies during the unaided eye visual inspection. The balloon was received deflated. A functional test was performed using an inflator/deflator device attached to the inflation port. Positive pressure was applied to reach the rated burst pressure, a leak was observed in the shaft of the unit. A high magnification analysis was conducted to evaluate the surface of the balloon. During this analysis, a puncture was located at the site of the leakage. Additionally, scratch marks were observed near the puncture. These scratch marks could be related to the exposure of the balloon surface to sharp edges or mechanical damage which caused the identified leakage. The reported ¿balloon leakage during positive pressure¿ was not confirmed during analysis of the returned device. There were no anomalies noted to the balloon material itself. Subsequent findings of a ¿body/shaft leakage¿ was discovered during functional testing. When the balloon was pressurized with water, a leakage was noted coming from a punctured area on the shaft with scratch marks adjacent to the puncture. This indicates the shaft likely encountered a sharp object from the outside, either during advancement through the vasculature or during attempted inflation at the lesion. Based on the information available for review, vessel characteristics and procedural factors likely contributed to the reported event as evidenced by the analysis of the returned device. According to the instructions for use, which are not intended to mitigate risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces.¿ the information available, nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, h6, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, leakage was detected when inflating the balloon of a 5mm x 20cm saber percutaneous transluminal angioplasty (pta) balloon catheter. An unknown device was used as a replacement. There were no reported injuries to the patient or signs of infectious disease. This was during a balloon dilatation of the left superficial femoral artery (sfa). Additional information was requested but was not provided. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, leakage was detected when inflating the balloon of a 5mm x 20cm saber percutaneous transluminal angioplasty (pta) balloon catheter. An unknown device was used as a replacement. There were no reported injuries to the patient or signs of infectious disease. This was during a balloon dilatation of the left superficial femoral artery (sfa). The device will be returned for evaluation.